Event description:
Additional information indicated the patient had visited her healthcare provider (hcp) several times in 2011 and 2012 for reprogramming yet still wasn't getting relief. It was unclear whether the patient had bladder infection or not, but she had pain whenever she returned to bed after going to the bathroom. Pain in her leg and "no reaction of interstim" were reported as signs/symptoms associated with the event. It was unclear if interstim referred to the therapy or the device. No patient hospitalization was reported. It was also stated that it was not possible to make adjustments to the implant both with or without antenna attached.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implanted device "did not work." Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v612849, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).